Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted. The code reported int'l affiliate was listed as a2n3371. This code is manufactured in singapore and on distributed in another country. This medwatch was filed for the us code, 2n3371, which is the same as or similar.

Event description:
International complaint received from affiliate. Customer reports "leak/female connector-injection site" during patient use. There was no reported patient injury or medical intervention. No additional information is available.